Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that the tightrope from an ar-1288qis-80 quadlink implant system broke when the button was reduced on the tibial fixation. The surgeon heard something pop, but because the graft was inside the tunnel the surgeon did not have a visual. However, it appeared that a strand of the tightrope had snapped. The surgeon threw additional sutures through the graft and tied it over a post and washer to complete the case. Nothing was removed from the patient. The tightrope from the quadlink implant system was still used. This was discovered during a right arthroscopic aclr procedure on (B)(6) 2024. The case was delayed forty-five minutes and additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.